Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner shuts down prematurely when ac power is removed was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the failure was identified as use-related lithium ion battery failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Battery won't hold a charge. (B)(6) 2021 evaluation found scanner shuts down prematurely when disconnected from ac power.